Event description:
It was reported that the iab was inserted without using an introducer sheath. The point of access was the femoral artery. Approx 13 hours later, blood was seen in the helium tubing. Because of this, the iab was removed. A replacement was not indicated. There were no associated pt complications.